Event description:
It was reported that during a left ventricular assist device (lvad) implant the electrode was cut, therefore the device was programmed off. This was all induced by surgery damage. Additionally, an alert was received for high, out-of-range shock impedances. The patient noted hearing tones however, it was suspected the beeper function was turned off. Technical services provided programming options. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during a left ventricular assist device (lvad) implant the electrode was cut, therefore the device was programmed off. This was all induced by surgery damage. Additionally, an alert was received for high, out-of-range shock impedances. The patient noted hearing tones however, it was suspected the beeper function was turned off. Technical services provided programming options. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a left ventricular assist device (lvad) implant the electrode was cut, therefore the device was programmed off. This was all induced by surgery damage. Additionally, an alert was received for high, out-of-range shock impedances. The patient noted hearing tones however, it was suspected the beeper function was turned off. Technical services provided programming options. At this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.